Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) procedure, it was observed that the small battery drive device was not working properly; and was sluggish when trying to run the motor. It was also reported that there was a noise that seemed correlated to the sluggishness. There was a 10 minute delay in the procedure while waiting for the spare device from another tplo procedure to finish. It was reported that the procedure was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device emitted an unusual noise, failed power with the test bench, low power/sluggish, coupling head was worn, unknown liquid found internally and corrosion on internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and failure to follow the cleaning, sterilization, and/or maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.